Event description:
(B)(4). I have had this implant for over 10 years. I have experienced over the years, the following symptoms: cramping, sharp stabbing pelvic pain, abnormal menses, period stops, constant spotting, discharge, hot flashes, pmdd, night sweats, painful period, painful intercourse, uti, itching, burning, stinging, stabbing at the vaginal entrance, breast pain/tenderness, abdominal spasms, twitching, fluttering. Back pain, joint, chest , leg, breast, neck, spine and hip pain. Chronic pelvic pain, all over body aches and pains. Nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, headaches or migraines, dizziness, tingling sensations, numbness, brain shocks, nerve pain, brain fog cloudiness, forgetfulness, anxiety, mood swings. Depression, ringing in the ears, diminished brain function. Sensation of burning, stinging, or prickling of skin, numbness in the thigh, high blood pressure, vitamin d deficiency, heart palpitations, thyroid disease, weight issues, adrenal problems, muscle spasms, vision issues.